Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, catalog #: unk, lot #: unk, unknown nexgen tibial tray, catalog #: unk, lot #: unk, unknown nexgen stem, catalog #: unk, lot #: unk, unknown nexgen augment, catalog #: unk, lot #: unk, unknown nexgen stem, catalog #: unk, lot #: unk. Report source : foreign: this event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation is completed, a follow-up will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00107, 0001822565-2019-00108, 0001822565-2019-00109, 0001822565-2019-00110, 0001822565-2019-00111, 0001822565-2019-00133. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient was revised due to infection at an unknown duration.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.